Manufacturer narrative:
B1, h1, remove annex codes e2403 and f26.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No action was taken to address high bg.